Event description:
It was reported that the patient had a history of high impedance on the right ventricular lead. Upon device interrogation prior to lead revision surgery, the right ventricular lead exhibited loss of capture and high impedance. The lead was capped and replaced. The patient was in good health post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.